Event description:
A customer reported that during a cataract and vitrectomy procedure, the laser quit working. The laser portion of the procedure was aborted and completed on another day in the office. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).